Manufacturer narrative:
(B)(4). Approximate age of device - 18 days. A correlation between the device and the reported event could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient developed a pump pocket infection. The patient had a significant history of (B)(6) from gall bladder surgery 1 year prior to lvad implant. It was reported that the infection had finally abated in (B)(6) 2015, but was probably still present at the time of lvad implant. The patient is being treated with vancomycin and the infection is reportedly resolving.